Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient asked if more trips to the bathroom overnight were from the IV during the procedure. They also asked if it was normal for them to not void since 9:45 am when drinking a lot of fluids. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for answers to questions. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.